Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional (hcp) stated they interrogated a patient, but the report was not received from the remote monitoring mobile application. They had seen the transmission going but after some time the screen showed as ¿start¿. Technical support confirmed the transmission was not received in the remote monitoring network. The hcp stated they were going to reinterrogate because the patient stated they received a report that their ¿device failed.¿ it was advised to retry the interrogation and check on a different wireless-fidelity (wi-fi). The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.